Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has cancer. No medical intervention was specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on june 03, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information from the patient alleging that the patient has cancer. No medical intervention was specified. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. There was no error code found. In box d: manufacturer previously captured wrong operator of device, and it has been updated in this report and address has been updated. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.